Event description:
During routine testing at a service center, the arterial monitoring module did not power on after 10 seconds. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.